Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements and noise reproducible with isometrics. Tachy therapy was programmed off and a lead extraction will be scheduled. Technical services (ts) was consulted, discussed signs of insulation breach. This rv lead remains in service. No adverse patient effects were reported.